Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported that the handle of a ncircle tipless stone extractor broke off during a bile duct stone procedure. From a choledochoscopy view, the user removed the bile duct stone with the basket. When operating the switch that controlled the handle, the handle broke off at the base of the sheath during rotation and lifting; thus making the basket unusable and prolonging the procedure. A new, similar-like device was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The user reported that this was the second occurrence of this failure which is captured in this report for patient identifier 088334. The initial failure occurred during another procedure for a different doctor which is captured under the patient identifier 088841. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for evaluation. Therefore, no physical examinations could be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. It should be noted that due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issues within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device provides the following information related to the reported issue: - 'intended use: the ncircle, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract.' - 'precautions: do not use excessive force to manipulate this device. Damage to the device may occur.' - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded that the definitive cause of the issue could not be determined as it was not possible to rule out procedural factors. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the handle of a ncircle tipless stone extractor broke off during a bile duct stone procedure. From a choledochoscopy view, the user removed the bile duct stone with the basket. When operating the switch that controlled the handle, the handle broke off at the base of the sheath during rotation and lifting; thus making the basket unusable and prolonging the procedure. A new, similar-like device was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The user reported that this was the second occurrence of this failure which is captured in this report for patient identifier 088334. The initial failure occurred during another procedure for a different doctor which is captured under the patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- phone: (B)(6) g4 - PMA/510(k) #: exempt h3 - no device to be returned this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.